Manufacturer narrative:
Despite multiple attempts to obtain additional information, no additional information is available at this time. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) defibrillation lead exhibited noise and oversensing that resulted in an inappropriate shock. Additionally, the device emitted beeping tones due to out of range pacing impedance measurements. A lead fracture was suspected. Tachycardia therapy was programmed off and the patient underwent a subcutaneous implantable cardioverter defibrillator (s-ICD) screening. The physician discussed options with the patient. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that pacing impedance measurements were greater than 2,000 ohms. An invasive procedure was performed. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.